Event description:
It was reported that a patient experienced pericardial effusion coincident with automated peritoneal dialysis (apd) therapy. The cause of the pericardial effusion was unknown. It was reported that the patient was hospitalized for an unrelated indication and while in the hospital he experienced pericardial effusion. It was reported that the fluid around the heart ¿had to be discharged with a needle.¿ during hospitalization pd therapy was discontinued and the patient was switched to hemodialysis. Hemodialysis was ongoing. At the time of this report, the patient was reported to be ¿doing fine now.¿ additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: . The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of pericardial effusion (fluid around the heart). The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.